Event description:
It was reported that the insulin pump alarmed no delivery. Customer changed the infusion set and reservoir 3 times; the alarm was resolved by a complete set change. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.